Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is complete.

Event description:
The core micro drill was sent for evaluation due to overheating. No further info was provided by the user facility.